Manufacturer narrative:
(B)(4). Correction - the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a lesion in the distal circumflex artery with heavy tortuosity and heavy calcification. The 3.0 x 23 mm xience xpedition stent delivery system (sds) was advanced to the lesion. Resistance was noted due to the calcification. The balloon was attempted to be inflated, but would not inflate. The sds was removed without resistance; however, during removal, the shaft cracked. The shaft was still intact, but separated once outside the anatomy. A new xience xpedition was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.